Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a confirmed fracture. The rv lead was unable to pace, had high and undefined pacing impedance, and multiple oversensing episodes. The rv lead was programmed off and then later was capped and replaced. No patient complications have been reported as a result of this event.